Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The severely calcified lesion was in a bifurcated left anterior descending artey (lad). After predilation, the physician attempted to reach the lesion with a taxus express2 2.5 x 24 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. The physician then dilated the lesion again and attempted to cross the lesion with the same taxus express2 2.5 x 24 mm drug eluting stent. However, the taxus stent was unable to cross the lesion again. Upon removal of the taxus stent from the pt's body, stent damage was noticed. No pt complications or injuries were reported. The procedure was successfully completed with a vision stent. Pt status is reported as "good/satisfactory".